Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Upon review, it was determined that the time on the pump clock was incorrectly set with am and pm reversed, therefore, the patient was not receiving the proper basal insulin dosages. The pump time was corrected and the patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
The patient received glucagon and emergency room treatment for hypoglycemia.